Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor smooth round moderate plus profile prosthesis and experienced left-sided capsular contracture, local reaction, deflation, and device migration postoperatively. The patient had a consultation with her gynecologist on (B)(6) 2021 due to left-sided breast pain. Mammogram and ultrasound were performed, and the results indicted the left-sided device displacement. The patient¿s gynecologist stated that her left implant is suspected to be deflated, and the displacement of the left device seems to have caused inflammation around the implant. In addition, the patient¿s left breast feels hard and is not as soft as the right breast. As a result, the patient¿s was recommend to see a plastic surgeon for further consultation. The diagnosis of the left-sided deflation was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. Please refer to manufacturer report number 1645337-2021-04570 for the patient's previous event with the same device.

Manufacturer narrative:
On 15-may-2021, tt was found that b.2 is required intervention was reported mistakenly on the initial report. Manufacturer's reference number: (B)(4). B.2. Is other serious was selected.